Manufacturer narrative:
The megasuturecut needle driver instrument was returned and evaluated. Failure analysis investigation found one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The cable broke under tensile loading. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, broken cable, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy procedure, the cable broke at the tips of the megasuturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.